Event description:
It was reported that the right ventricular (rv) lead only allegation with discussion regarding off label MRI with no patient safety concerns. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).